Event description:
It was reported that the customer was hospitalized after his ankle was burned by the insulin pump or the thigh strap it was in. Prior to the event, the customer went to bed with the insulin pump inside the thigh pouch. When he woke up, the thigh pouch had slid down his leg, and his ankle was burnt and blistering. The doctor's were unable to determine the cause of the burns. The customer stated that he did not have any allergies. Offered a replacement insulin pump, but the customer declined at this time. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.